Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 20). There was no adverse impact to the customer's blood glucose level. Reportedly, the customer will continue to use pump.